Event description:
Catheter ablation procedure in progress with sedated patient. Five (5) invasive cardiac catheters in place. Radionics unit faulted, lost power & prevented completion of procedure. Found intermittant power due to poorly crimped spade lug terminals on power switch. Soldered all spade lugs securely to wiresinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: manufacturing. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.